Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr us 3.00 x 20mm stent delivery system (sds) was returned for analysis. No issues were noted on the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and noted to be fractured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and noted to be fractured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.